Event description:
(B)(4). Extreme fatigue, loss of libido, mood swings, extreme abdominal boating, weight gain, digestive issues including constipation, diarrhea, and irregularity, heart palpitations, body and joint aches.